Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act buttons had to be pressed hard and was not doing what they are supposed to be doing and insulin pump frequently squirts insulin when priming. Customer's blood glucose level was unknown. The customer was declined to troubleshoot. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.